Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ndle 18ga 1-1/2in blt fill nc tw shield contained foreign matter. The following information was provided by the initial reporter: "after connecting a syringe to a bd blunt fill needle, a nurse tried to withdraw saline from an ampoule. The fluid drawn out turned pink."

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 303129 and lot number 210532. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue both a picture sample and a physical sample were returned for evaluation by our quality engineer team. Unfortunately, the physical sample was unable to be located by the manufacturing plant for evaluation at this time. Our quality team was able to utilize the lot number and picture sample to perform a thorough analysis. Through examination of the picture sample, an emerald syringe was assembled with a blunt fill needle. The color of the liquid in the syringe is pink; however, no defect with the needle can be observed. Based on the investigation results and the provided feedback, an exact cause related to the manufacturing process could not be determined for this incident. Although the high-volume manufacturing process may generate some particulate matter, bd keeps the particulate matter to extremely low levels due to the stringent preventive measures in place. If the physical sample is retrieved, additional conclusions may be possible. H3 other text : see h10.

Event description:
It was reported that bd ndle 18ga 1-1/2in blt fill nc tw shld contained foreign matter. The following information was provided by the initial reporter: "after connecting a syringe to a bd blunt fill needle, a nurse tried to withdraw saline from an ampoule. The fluid drawn out turned pink."